Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found damage on the electrical connector and the image censor, a lack of image on the monitor due to dirt on the objective lens, a scratched connecting tube and plastic distal end cover, a peeled adhesive around the light guide lens, a cracked objective lens and adhesive on the bending section cover, a noise image that occurred due to the damage of the electrical connector and the charged coupled device unit, a shaved suction cylinder, a chipped adhesive on the bending section cover, and a corroded electrical connector. The air supply volume, water supply volume, and water removal ability did not meet the standard value due to the clogged nozzle. The upward/downward knob was out of standard value due to the wear of the angle wire. The suction volume did not meet the standard value due to the shaved suction cylinder. Additionally, the following components were found discolored: light guide lens, connecting tube, objective lens, bending section cover, and the electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a whiteout image. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.